Event description:
It was reported that a malfunction occurred on pump. There was no adverse impact to customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by support in resetting pump and was informed they could continue using it.